Manufacturer narrative:
(B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 22-nov-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Customer stated that he has had the true metrix meter for about a week. The customer is concerned with test results from results obtained of 190, 173, 155 and 180 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-130mg/dl and expected two hour post meal expected result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/31/2022 and test strips were opened one-two weeks prior to call. The meter memory was reviewed for previous test result history: (B)(6)